Manufacturer narrative:
B3 - date the incident occurred was estimate as (B)(6) 2019 which is the first day of the month of the aware date. Device evaluated by MFR.: device was returned for analysis. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The inner shaft was buckled 2mm distal of the proximal marker band. The guidewire was difficult to advance past the buckled damage.

Event description:
It was reported that device entrapment occurred. The target lesion was located in the coronary artery. A 2.50mm x 20mm nc emerge balloon catheter was selected for use. However, during procedure, the balloon blocked on the guide. It was then noted that difficulty removal was observed when the balloon was removed.

Manufacturer narrative:
Date the incident occurred was estimate as (B)(6) 2019 which is the first day of the month of the aware date.

Event description:
It was reported that device entrapment occured. The target lesion was located in the coronary artery. A 2.50 mm x 20 mm nc emerge balloon catheter was selected for use. However, during procedure, the balloon blocked on the guide. It was then noted that difficulty removal was observed when the balloon was removed.